Event description:
Report received of tubing coming apart at the cassette resulting in underdelivery of pain medication. A patient was receiving morphine via epidural tubing to intravenous (infusa-port) access. The morphine concentration was 15mg/ml. The pump was set to run at 15mg/hr, 100cc container size (ns), with a 1 1/2mg bolus every 20 minutes. On 2/18/99 at 0400, the patient was awakened by the pump alarming (unspecified alarm) to find the tubing apart, and his pajamas damp. The nurse responded to the call, and the pharmacist met her at the patient's home with a new pump and tubing. No bleedback was noted, "a reflux valve was on the set." It is not remembered whether the nurse checked for a blood return or was able to flush the line, but apparently the pump was infusing without problem thereafter. The patient did not complain of pain at the time of the event. The next day (2/18/99 during the day), the patient became lethargic and it was found that 19 extra pills of the valium that the patient had been prescribed were missing from the vial. The doctor was notified and the valium disposed of and discontinued. Again the next night (2/18/99 at 2400), the patient "was totally out of it" and the access dressing found to be "messed up." The patient was brought to the hospital where he was diagnosed with sepsis, and a venous thrombosis "the entire length of the catheter and into the arm, and the arm started to swell." He was discovered to have a hemoglobin of 2.0g/dl. No further information is available.